Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via returned device analysis. The unintended movement (sleeve steering issues) was not confirmed via returned device analysis. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported gripper is a cascading event of the troubleshooting performed for the difficult or delayed positioning (anatomy). The reported difficult or delayed positioning (anatomy) and unintended movement (sleeve steering issues) appear to be due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.na

Event description:
This is filed to report a break and unintended movement.it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ with very tendinous anatomy, and rich amount of chordae. A mitraclip xtw (21209a1025) was advanced into the left atrium, but the clip deflected immediately into the medial commissure and was instantly caught in chordae. The unexpected movement was likely due to the chordae pulling the clip in the medial direction. Troubleshooting was performed and the clip was freed without any chordal rupture or tissue damage. The clip was removed from the patient. Upon inspection, the gripper was observed to be broken. A mitraclip ntw (21004r1002) was then advanced into the left atrium, but the clip deflected into the medial commissure and was instantly caught in chordae. Troubleshooting was performed and the clip was able to be removed from the chordae without chordal rupture or tissue injury. The clip was removed from the patient. The procedure was aborted, and no clips were implanted. The mr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.